Event description:
The pump is not delivering the intended amount. The baby has been losing and gaining weight on and off. He is failing to thrive. He should be receiving 792 ml in 24 hours and is only getting 350 ml in that time frame. Amount hung was 200-300 mls at a time with a feeding set rate of 33 ml/hr. Method of measurement was by visual assessment. The reporter indicated the pt was admitted to the hospital at least 3 times in a period of 2 months. Pt was at 5.2 kg and was admitted to hospital since weight dropped to 4.8 kg in only 4 days. The lowest weight was 4.7 kg. Reporter states the pt is now on the same formula but a different pump and container and that the pt is not losing weight anymore. Reporter has requested that they not be contacted for additional info. The reporter indicated the sets are changed every 2 days. The set label states that in order to avoid product contamination problems, the set should be replaced at least every 24 hrs, or as needed. The complainant was instructed on the proper frequency for changing the feeding sets.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.